Event description:
Subsequent to the initial MDR medwatch report the following additional information was received: reportedly, resistance was felt during insertion of the device and when opening the foot.

Manufacturer narrative:
(B)(4). Reported device code 2017- failure to follow steps. This code is used to address advancing the device against resistance. Per the instructions for use: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the device was partially deployed as the device was removed from the anatomy prior to receiving the suture. The knot was properly formed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a percutaneous coronary angioplasty interventional procedure. Reportedly, after deployment of the device, as the device was removed from the patient's anatomy an unknown piece of tissue was observed on the shaft of the device. The origin of the tissue could not be determined. Using an access from the left common femoral artery, the physician deployed two stents in the area of the right common femoral arteriotomy to achieve hemostasis there was a twenty five minute delay in the procedure. No femoral angiogram was taken to verify the location of the puncture site. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.